Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis. The patient was implanted prior to cervical spine surgery. The filter was deployed at the l2-l3 level. The patient tolerated the procedure well. According to the patient profile form (ppf) the patient experienced emotional and physical pain and suffering. As an unknown time, the patient's filter became clogged. He was airlifted to a hospital. Seven and a half years after the index procedure, the patient died. The patient profile form (ppf) states that it is unknown if the filter was a factor in the patient's death. The death certificate states that the cause of death was ventricular fibrillation/heart failure/natural. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Section: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant clogging of the filter and a failed retrieval attempt. Approximately one-month post filter implant the patient became aware that the filter was clogged and could not be removed. The patient had been airlifted to a hospital. There have been no documented attempts to remove the filter. The patient is also reported to have experienced anxiety. Approximately seven years status post implant of the filter the patient expired. The death certificate states that the cause of death was ventricular fibrillation/heart failure/natural. The indication for the device implant was precautionary pre-cervical spine surgery in a patient with a history of pulmonary embolism (pe) and deep vein thrombosis (dvt). The filer was placed via the right femoral vein and deployed at the level of l2-l3. The patient tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported retrieval difficulty, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety and ventricular fibrillation do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant clogging of the filter and a failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Occlusion within the filter does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff, underwent placement of a trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, post-implant clogging of the filter and a failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.